Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a pre-fill syringe. The customer reports that her mother was using the saline flushes from approximately on (B)(6) 2013 until the recall notice came out. The customer stated that her mother has developed pseudomonas on the outside of her heel. The saline flushes were used to loosen the dressing that was on the outside of her heel. The customer stated that her mother is currently on IV antibiotics, she has a PICC line and is taking daptomycin, cpstazime.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.